Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 350 mg/dl due to an occlusion alarm. Bg level was addressed by administering a manual injection. An infusion set change was performed to address the occlusion. Additionally, air bubbles were observed within the luer lock connection. Tandem technical support instructed the customer to prime the infusion set tubing until the air bubbles were removed.